Event description:
Manufacturer sent out notice stating possible mold growth in the m7.00 buffer solution that is used at this facility. At this time, we are not aware of any adverse events associated with this problem; however, we want to alert both (B)(4) laboratories and the FDA to the issue.